Event description:
Customer reports a fiber leak on reuse number 22 at 1.5 hours into the treatment noted by obvious blood in the dialysate lines and a blood leak alarm. Treatment was without incident until the blood leak occurred. Estimated blood loss of 300cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.